Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, would drainage, or any other unusual symptoms.

Event description:
It was reported that a 6f angio-seal vip was deployed in the right femoral arteriotomy post diagnostic cardiac angiography. The physician has being trained on the angio-seal vip platform, having already been fully trained and using the angio-seal sts plus. The angio-seal was deployed per the IFU (instructions for use), with a pre-deployment angiogram performed. Hemostasis was achieved and maintained during the pt's presence in recovery and during ambulation. Two hours and 45 minutes after the pt was discharged, he began to feel pain, felt a pop in the groin, and noted a lump developing around the access site. The pt returned to the hospital that same evening and manual pressure was applied to the site. A CT scan confirmed active bleeding in a large groin/scrotal hematoma. A femostop was applied and the pt was transferred to another hospital for a surgical consultation. The pt was observed for two days; however, on the third day, the pt was taken to surgery for exploration and had the hematoma evacuated, with a drain left in situ. The pt is reported to have made a good recovery. A comment from surgery stated that it was possible the femoral puncture was too high. The pt was taking warfarin which was stopped 4 days prior to the diagnostic procedure and was given 90u of clexane subcutaneously for 2 days prior to the procedure.